Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer¿s current blood glucose was 133 mg/dl. Customer experienced blood glucose levels ranging from 74 mg/dl to 130 mg/dl. Customer was treated with insulin pump. Customer did not report any symptoms related to the high blood glucose level. It was not mentioned whether auto mode was active at the time of the incident. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.